Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited far field oversensing on this right atrial (ra) lead resulting in inappropriate atrial tachy response (atr) episodes. Low amplitude was also observed. Reprogramming options were offered by boston scientific technical services (ts). No adverse patient effects were reported. At this time, this device remains in service.